Event description:
The user stated they had erroneous calcium results and provided data for four patient plasma samples in bd green top tubes. All results are in mg per dl. All testing was performed on (B)(6) 2009. Sample 2 from a (B)(6) male, initial result was 11.2, repeat result was 9.3. The initial results had been reported. No patients were adversely affected. The field service representative suspected that something in the water was affecting the calcium assay. He inspected the c501 and ran precision testing with results within specification. He took water samples from the analyzer and tested them on the user's second analyzer. The results came back with traces of calcium, magnesium, phosphorus and bicarbonate. The user was to follow up with the water system vendor.

Event description:
The user stated they had erroneous calcium results and provided data for four patient plasma samples in bd green top tubes. All results are in mg per dl. All testing was performed on (B)(6) 2009. Sample 3 from an (B)(6) female, initial result was 11.5, repeat result was 3.8. The initial results had been reported. No patients were adversely affected. The field service representative suspected that something in the water was affecting the calcium assay. He inspected the c501 and ran precision testing with results within specification. He took water samples from the analyzer and tested them on the user's second analyzer. The results came back with traces of calcium, magnesium, phosphorus and bicarbonate. The user was to follow up with the water system vendor.

Event description:
The user stated they had erroneous calcium results and provided data for four patient plasma samples in bd green top tubes. All results are in mg per dl. All testing was performed on (B)(6) 2009. Sample 4 from a (B)(6) male, initial result was 11.7, repeat result was 9.7. The initial results had been reported. No patients were adversely affected. The field service representative suspected that something in the water was affecting the calcium assay. He inspected the c501 and ran precision testing with results within specification. He took water samples from the analyzer and tested them on the user's second analyzer. The results came back with traces of calcium, magnesium, phosphorus and bicarbonate. The user was to follow up with the water system vendor.

Event description:
The user stated they had erroneous calcium results and provided data for four patient plasma samples in bd green top tubes. All results are in mg per dl. All testing was performed on (B)(6) 2009. Sample 1 from a (B)(6) male, initial result was 11.0, repeat result was 8.8. The initial results had been reported. No patients were adversely affected. The field service representative suspected that something in the water was affecting the calcium assay. He inspected the c501 and ran precision testing with results within specification. He took water samples from the analyzer and tested them on the user's second analyzer. The results came back with traces of calcium, magnesium, phosphorus and bicarbonate. The user was to follow up with the water system vendor.